Manufacturer narrative:
As no lot number/serial number were provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. According to accuview graph: study duration is: 47:22 hours instead of 48:00, full study. Capsule signal is missing from graph. Most of the graph does not contain ph values. When recorder function properly for 47:22 hours , there are 2 reasons for the failed study: 1. Capsule failure. 2. Bravo communication problem. According to the investigation and the procedure that products are released only after they have been tested and released, we consider the products met the specification. The conclusion of the investigation is that the failed study occurred due to suspected recorder malfunction / bravo communication issue.

Event description:
According to the reporter, the customer called with a bravo study that did not record enough data. There was no harm to the patient but a repeat procedure was necessary.